Event description:
It was reported that the balloon wouldn't deflate post renal angioplasty. Dr was able to inject additional volume of saline, but still wouldn't deflate. On the 5th attempt to deflate, balloon deflated without further complications being reported.